Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving 500 mcg fentanyl at a dose of 37 mcg/day via an implantable pump for non-malignant pain. It was reported that the pocket incision was dehisced and the implant was exposed. It was stated that the pump pocket incision dehisced and the implant catheter access port (cap) site was exposed. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. There were no diagnostics/troubleshooting performed. The intervention/action taken was the entire system was removed on (B)(6) 2017. The system would not be replaced in the future. It was unknown if the issue was resolved and the patient status was alive with no injury. The event date was asked and would not be made available. The patient¿s weight and medical history were asked and would not be made available. There were no further complications reported or anticipated.

Manufacturer narrative:
Analysis of the pump found no anomaly. Analysis of the sutureless connector found coring, tears, cuts in seal that met leak criteria. (B)(4).